Event description:
It was reported that the catheter broke. An opticross 35 peripheral imaging catheter was selected for use. The device broke during the procedure inside the patient. A snare was used to remove the broken device successfully, and it was reported that the patient had fully recovered.

Event description:
It was reported that the catheter broke. An opticross 35 peripheral imaging catheter was selected for use. The device broke during the procedure inside the patient. A snare was used to remove the broken device successfully, and it was reported that the patient had fully recovered. It was further reported that there were two guidewires inside the patient when the event occurred. One guidewire was used for intravascular ultrasound (ivus) with the opticrosshd imaging catheter. The entire distal part of the device broke approximately 10cm from the tip, and the detached component stood out from the ostium. The detached component needed to be removed with a snare.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic analysis were completed. The sheath was in good condition. There was an imaging core windup with a broken drive and coax cable near an imaging window detachment. The detached section of the imaging window and the broken imaging core did not return for analysis.

Manufacturer narrative:
Corrected information: h6 impact codes.

Event description:
It was reported that the catheter broke. An opticross 35 peripheral imaging catheter was selected for use. The device broke during the procedure inside the patient. A snare was used to remove the broken device successfully, and it was reported that the patient had fully recovered. It was further reported that there were two guidewires inside the patient when the event occurred. One guidewire was used for intravascular ultrasound (ivus) with the opticross 35 peripheral imaging catheter. The entire distal part of the device broke approximately 10cm from the tip, and the detached component stood out from the ostium. The detached component needed to be removed with a snare.